Event description:
The customer reported that during incoming inspection of quest lot number 24871, a device was found with a long crack in the body. The sample was saved and will be returned to quest. Product code 4007200 lot number 24871.